Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that when performing vital sign checks using the masimo vital sign machine the blood pressure reading will not read properly. The blood pressure pumps up and then releases and this happens a number of times before it finally says "weak signal check cuff". No patient impact or consequences were reported.